Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient wants to have their settings reprogrammed. They added that they haven't used the ins in the last four years because it didn't work at all. They are unsure of how to proceed with getting it reprogrammed to see if it can work with different settings. Later on that day, patient said they haven't used the therapy device in years because it never really worked for them since implant. They would like to connect with an healthcare provider (hcp) to get their ins reprogrammed and try to see if they can get therapy to work for them. As a result of what was reported, an hcp listing was sent to the patient. No further patient complications have been reported as a result of this event.